Manufacturer narrative:
The lead was destroyed in the returned state and consisted of three fragments. At delivery, the proximal connector fragment was still plugged into the ICD header. The insulation of the connector fragment indicates a tear-off, the separated wire ends in this area show cut edges. It cannot be determined whether the tearing of the insulation occurred during the explantation. Additional damage is most likely the result of the explantation process. There were no indications of a material defect or manufacturing error.

Event description:
Ous MDR - after an estimated implantation time of about 88 months, a suspected insulation defect of the lead was reported. During the revision, the upper part of the lead was capped and remained inside the patient. A lead fragment was returned to biotronik for analysis.